Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient with metastatic cervical cancer, with malignant obstruction, indicated for cvc due to parenteral nutrition. A successful ultrasound- guided insertion was performed by the vascular access service, correct positioning and use were confirmed. However, dysfunction of the device has been present since day 9 post-insertion, with lumen occlusion and return of all infusions." The user replaced the device. There was no patient harm or injury. The patient's current condition is reported as "fine".